Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter got stuck while advancing it through the returned non-penumbra catheter. During the functional test, resistance was encountered while advancing the returned lantern and a demonstration lantern through the returned non-penumbra catheter. The returned lantern was advanced through a demonstration benchmark without an issue. Further evaluation revealed that the returned lantern was measured within specification and undamaged. Therefore, the root cause resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of resistance encountered advancing the lantern through the non-penumbra catheter the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using a lantern delivery microcatheter (lantern), a non-penumbra catheter, and a guidewire. It was noted that the patient¿s anatomy was mildly tortuous. During the procedure, while advancing a lantern through the catheter, the lantern became stuck approximately 30 cm into the catheter. Therefore, the lantern and the catheter were removed. The physician then attempted to advance the lantern through the catheter on the back table; however, the same issue occurred. Therefore, the lantern was not used for the remainder of the procedure. The procedure was completed using another lantern. There was no report of an adverse effect to the patient.